Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted on (B)(6) 2012, with a gastrointestinal bleed. The pt was found to have multiple ulcers on the colon, possibly due to ischemic colitis. During the admission, the vad coordinator reports that the pt was starting to show signs of right heart failure, and revatio was started on (B)(6) 2012. The lvad speed was increased to 9200rpm from 8800rpm. After this change, the pt experienced hematura and speed was decreased back to 8800rpm. It was noted that 9000rpm was attempted, but was not successful. The pt was started on heparin drip. Currently the pt's lab values are improving and it is anticipated that the pt will be discharged home.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.